Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, the knot could not be applied and hemostasis could not be achieved. Manual compression was applied to achieve hemostasis. There was no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).